Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head won't stay on and keeps falling off - oral-b refills. [Device breakage] case narrative: consumer stated on e-mail that oral-b toothbrush head won't stay on and keeps falling off. No injury was reported.

Manufacturer narrative:
On 28-aug-2025: complained product will not be not available.

Event description:
Head won't stay on and keeps falling off - oral-b refills [device breakage]. Case narrative: consumer stated on e-mail that oral-b toothbrush head won't stay on and keeps falling off. No injury was reported. Follow-up: maltese product notes updated on 28-aug-2025. No injury was reported.